Event description:
It was reported to philips that the system was unable to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The replaced image processing pc (ippc) was returned for further analysis. Functional testing was performed and no failure was observed. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.